Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided . Catalog and lot number unknown / not provided . UDI not available. First/given name: unknown / not provided. PMA/510(k) number not available.

Event description:
Doctor reported screw fracture. Another screw was placed to finish the procedure.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). One gold-tite® square uniscrew (unisg) was returned for investigation. Visual inspection of the as returned product, identified that only the screw head was returned. The device is fractured at the threads. No pre-existing conditions were noted, on the per. The reported product was located on tooth (B)(6) (fdi) and used for an unknown period of time. The reported event could not be recreated, due to the nature of the dental device and event (fracture). Device history record (DHR) review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms), has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the unisg dating back to 12 months from now. The complaint history review revealed, that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product utilizing keyword(s) 'screw fracture'. September post market trending was reviewed. And there were no actionable events or corrective actions for the reported event(s) (screw fracture) or product (unisg). Therefore, based on the available information, device malfunction has occurred. And the reported event was confirmed.

Event description:
No further event information is available at the time of this report.